Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. Pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Without functional testing, the allegation of a mechanical issue is unable to be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.